Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-mar-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug (25.0 mg/ml at 12.013 mg/day) and dilaudid (hydromorphone) (8.0 mg/ml at 3.8449 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pain control was worsening and patient complained to lack of improvement despite increases in dosing within the pump meds. The patient had a side port injection with some resistance and was sent for CT scan for catheter assessment. A CT of the lumbar and thoracic spine without contrast was performed and found a 5mm dense well-defined collection of contrast surrounds the catheter as it enters the spinal canal at l3-4. The patient had a possible leak or detachment of the catheter. The patient was scheduled for revision as soon as possible. On (B)(6) 2019, the patient went to the clinic for a follow up visit and it pump refill. The patient reported that the pain condition had been unchanged since last visit. Patient was also there to discuss the findings on their CT scan and decide upon revision of it pump since they were not getting any relief from it. It wasnoted the patient had trouble sleeping , leg swelling, numbness, tingling, weakness and headache. On (B)(6) 2019, the patient's catheter was revised by pulled down by three vertebral bodies. A 12 cm catheter portion was cut off and reattached to the pump segment with double ominopaque 240 mg contrast injected to confirm the placement in intrathecal space. On (B)(6) 2020, the patient went to the clinic for a follow-up and it pump refill. The patient noted that since the catheter revision they had not noticed an improvement as they were still on a very low dose. On (B)(6) 2020, the patient was at the clinic for a  follow-up visit and it pump refill. It was noted the pain condition had been worsening since the last visit. The patient reported the fracture of their spine still hurt but much better than the last visit. The condition was slightly better but still far from the acceptable level of pain control. The patient was previously on morphine but there was no response so the patient was switched to hydromorphone. The plan was to continue to change meds and bupivacaine was going to be added at the next visit. It was further reported that the patient's pain condition was worsening at visits on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The patient wanted to discuss the possible removal of the pump at the next visit.